Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 180 units. Reportedly, the cartridge was filled with 300 units of insulin, and the air was not being removed from the cartridge prior to filling it with insulin. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The customer's blood glucose level ranged from 60-330 (mg/dl).